Event description:
It was reported that the insulin pump alarmed no delivery, failed battery out limit. The blood glucose reading was 170 mg/dl. No significant events leading to the alarm were observed. Advised the customer to perform a fixed prime and insulin did exit. The customer reports that insulin does not exit with plunger push. The reservoir's would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.